Event description:
The tip broke off during screw insertion and was not retrieved. After attempting retrieval, the surgeon opted to leave the tip inside the implant to avoid disrupting the graft fixation. Pt is recovering well since the initial procedure. This incident was received via legal dept. This device is used for treatment.